Manufacturer narrative:
Continuation of medical devices: 5076-45 lead implanted: (B)(6) 2012.

Event description:
It was reported that the right ventricular (rv) lead threshold increased to high levels. The rv lead remains in use. No patient complications have been reported as a result of this event.